Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (screeching/flashing between dark screen and startup screen) has been confirmed. As received, the monitor was displaying code 107 - abnormal shutdowns. Upon eval, there was intermittent dsp (component u500) communication faults. The cause for the screeching, inability to power on properly and code 107 is the u500 dsp communication faults on computer/analog (ca) board sn (B)(4). The root cause of the defective u500 could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his device was emitting a loud, long screeching noise. The screen was also flashing between a dark screen and the start-up screen. The pt was issued a replacement monitor.